Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v621113, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a worsening or exacerbation of cellulitis with symptoms of bilateral lower extremity l eg swelling which was chronic for about a year. A non-surgical therapy of cefepime 1 gm IV x¿s 1, vancomycin 2000mg, q 18hrs IV from (B)(6) 2013, azreonam 1gm IV tid from (B)(6) 2013, and cefpodoxime 200mg pobid x¿s 7 days were administered. This was reportedly concurrent with treatment for aspiration pneumonia. A doppler was done and deep vein thrombosis was ruled out. Outcome of the event was indicated as ongoing. If additional information becomes available, a follow-up report will be submitted.